Manufacturer narrative:
This report is being submitted as follow up no. 2 to update , and to provide the completed investigation results. One used 6fr angio-seal vip was received for product evaluation. The arteriotomy locator was returned mated with the hemostasis sheath. The header bag was returned as well. No other components were returned. Visual inspection of the arteriotomy locator revealed that it was appropriately mated with the hemostasis sheath. The temperature sensor on the header bag triggered (turned black). Both the components were properly mated, and blood inlet holes were aligning. The hemostasis sheath and arteriotomy locator was examined under a microscope and a minor deformation was observed at the tip of the hemostasis sheath. No other visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090''which was within the specification of 0.090'' +/-0.002. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. IFU states: "note: when resistance is encountered at the anterior vessel wall during over-the-guidewire advancement of the angio-seal locator/insertion sheath assembly, rotate the assembly 90 degrees so the reference indicator is facing away from the user. This places the beveled tip of the insertion sheath perpendicular to the anterior vessel wall.'' Based on the returned device, the complaint could be confirmed for difficult insertion of the assembly into patient's artery. The exact cause of the insertion difficulty at the transition between the insertion sheath and the locator cannot be determined based on the available information. The locator/sheath assembly was dimensionally tested and no anomalies were noted. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - rcis lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2021-00410.

Event description:
The user facility reported that the doctor tried two angio-seal devices prior to getting the third one to work on the patient. He said he was having issues when inserting the device down into the vessel and he could not get the sheath - arteriotomy locator into the vessel. This was the patient's first left heart catheterization (lhc); so, no previous procedures. Products used were unknown. There was no calcium noted at puncture site groin access, vessel size unknown. They tried two devices from same unit/lot# prior and had the same issue then finally the third time they were able to obtain closure. The patient's condition was stable, no additional intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections a and b5. Patient: 6'0" tall.

Event description:
Additional information was received on 08jul2021. A 6fr sheath was used. A pre-deployment angiogram was performed. They used and amplatz super stiff 180cm for sheath exchange to angio-seal. The patient's condition was stable. Hemostasis was achieved by the second device. There was no blood loss more than 250cc during the first angio-seal deployment attempts. They removed the brite tip sheath, tried the first angio-seal, it would not go into the vessel for the blood back. They put in a new different brand 6fr sheath (pinnacle) that went just fine. They tried the first angio-seal again and it did not work. They then tried another different brand sheath (ultimum) that also went in just fine. They tried the first angio-seal for a third time, and it did not go in all the way for deployment. They then opened a brand-new second angio-seal and that slid in just fine.